Event description:
It was reported that during an attempted implant procedure, high capture threshold was observed when the lead was connected to the device. The device was replaced when cleaning the pin and reconnecting the lead did not solve the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the reported threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.